Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Unrelated to the complaint, the piston rod cap was found to be loose.

Event description:
It was reported that the pump emitted several loss of prime warnings at random over a two week period of time. A family member reported that on two occasions the piston head came out of the pump during routine cartridge replacement. On the day of the contact, the family member said that the sensor did not detect the cartridge and all of the insulin was pushed out of the cartridge. It was confirmed that the patient was not attached to the pump at the time of this event. This complaint is being reported because the malfunction could cause or contribute to an adverse event through use error, that is, if the patient is not disconnected during the load step as instructed.

Manufacturer narrative:
Recall status report #2531779-03/24/2010-003-r. There is no patient impact associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.